Manufacturer narrative:
Unit passed sleep current measurement and active current measurement. No power error detected alarms during testing or were present in the pump trace download. Tested with a test p-cap and the test p-cap did not lock in place properly due to missing retainer. Unable to perform displacement test due to missing retainer. Hardware low level failure alarm was present in the pump trace download and pump error 63 (variable 3) alarmed during self-test due to broken trace at u1 pin 6 (sda) on keypad assembly. Unable to verify audio/absence of alarm due to hardware low level failure alarm. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump had power error detected error alarm. The customer¿s blood glucose level was 111 mg/dl. The insulin pump will be returned for analysis.